Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump pushed all the insulin out of the cartridge. The patient blood glucose (bg) was 250mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the force sensor calibration was out of specifications at 0. Investigators inspected force sensor flex and the force sensor flex was broken at one of the pins.